Manufacturer narrative:
510k: this report is for an unknown dhs/dcs plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient was implanted with a dynamic hip screw (dhs) plate and screws for a fractured right femur on unknown date. On unknown date it was noted patient had developed a non-union. Patient was returned to surgery on (B)(6) 2018 where surgeon first removed the dhs screw in order to create a pathway for a femoral nail. During initial insertion of the femoral nail, surgeon determined the intramedullary canal was too tight due to very hard bone. The nail was removed and the canal was reamed again. Upon second attempt to insert the nail, the final blow of the mallet to the driving cap caused the driving cap to snap at the base, rendering both the driving cap and the jig for insertion unusable. The nail was inserted to the correct position at final x-ray shots. Surgery was completed with a delay of approximately 20 minutes with no impact to the patient. Patient outcome reported as satisfactory. This report addresses the removal of the dhs implants. Intraoperative issues are addressed in (B)(4). This report is for one (1) dhs/dcs plate. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Based on the provided pictures/x-rays, all visible parts seems to be in an intact condition. This complaint could not be confirmed as there were no allegation against the parts and product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.